Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device was hot, heating plate on the device was getting hot even without wearing the mask, device defective and device returning with problem. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pollution the flex cable of the ui bezel and burned pca. The customer complaint was reproduced. There were two error codes has been identified. The device was scrapped.